Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared. The blood glucose reading was 13.0 mmol/l. The caller stated that the device may have been exposed to moisture prior to the alarm occurring. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad. No button error alarm noted. Insulin pump had minor scratches on display window, scratched reservoir tube window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.